Event description:
It was reported that within seconds of starting therapy with two (2) units of prismaflex set, an internal blood leak occurred and a blood leak detector (bld) alarm was generated by the control unit. The caller stated that the alarm occurred before the blood reached the filter. Blood was not returned to the patients in both events. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Brand name: the device was an unspecified prismaflex sets. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: for this event the alarm was generated for both sets before the blood reached the filter and no visible blood leak was observed. The treatment was terminated without blood restitution in both cases. There are several scenarios when bld alarm can be triggered, without actual internal blood leakage, such as effluent line not properly installed in blood leak detector, liquid or debris in tubing path through the detector, air bubble in effluent line at level of blood leak detector. As all solutions are sterile, safe restitution of the extracorporeal (ec) blood circuit can be done. If not returned when terminating the treatment, as in this case, the blood loss will be limited to the volume contained in the extracorporeal (ec) circuit, which corresponds to 5 -10 % of the patient¿s blood volume. This is not expected to result in any significant patient harm in a vast number of patients and does not have the likelihood to cause or contribute to death or serious injury. Since the blood had not even reached the filter it was maximum the arterial side that was blood filled, repeated loss of the arterial side of the ec circuit does not have the likelihood to cause or contribute to death or serious injury. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.